Event description:
It was reported that the patient's blood glucose level was "high" (>400 mg/dl) while wearing the pod for an unspecified amount of time on their abdomen. As treatment, a new pod was applied. The device was originally reported for allegedly not delivering insulin properly as multiple efforts to correct their bgs with the pod was unsuccessful.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone14.7 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.